Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization procedure, it was reported that resistance was encountered when the coil was inserted into the microcatheter hub. Then the coil got stuck and the tip of coil was broken. Therefore, the coil was changed to a new one and the procedure was successful. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition after unpacking, the device was prepared as per the dfu (direction for use), and the continuous flush was not set up. In the case of this complaint it is most likely that the main coil encountered difficulty, got jammed and later broke due to lack of continuous flush maintained during the procedure, as per dfu maintaining continuous flush throughout the procedure is a critical requirement as lack of it can lead to increased friction. Therefore, an assignable cause of ¿use error¿ will be assigned to reported issues, as the investigation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
During the coil embolization procedure, it was reported that resistance was encountered when the coil was inserted into the microcatheter hub. Then the coil got stuck and the tip of coil was broken. Therefore, the coil was changed to a new one and the procedure was successful. No clinical consequences reported to the patient.